Manufacturer narrative:
(B)(4). Date sent: 6/25/2025.

Manufacturer narrative:
(B)(4) date sent 7/2/2025 d4 batch #116d38. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage and with three glcr100b reloads present. The reloads (b, c & d) were returned fully fired with the swing tab in lock position. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a staple was noted to be wrapped around the knife blade. The event described could not be confirmed as no malformed or unformed staples were observed and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the echelon linear cutter is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 116d38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/28/2025. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic right hemi, they used an open stapler. On the 3rd fire on the stapler, they notice gold post staples throughout the staple line. They reinforced with suture. Rapid response needed. No adverse impact patient/user was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.